Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of the incident was 48 mg/dl. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.